Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Patient identifier, age and bone quality are unknown implant date is unknown explant date is not applicable since product was not removed the implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.